Event description:
Patient's representative reported left side capsular contracture, baker grade ii/iii with pain and tenderness. Also reported symptoms of breast implant illness (bii) including joint and muscle pain, persistent tiredness, exhaustion, poor concentration and patient developed rheumatoid arthritis which have all been deemed not device related. The patient also "suffers from anxiety due to the risk of cancer and a severely reduced self-esteem". The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Manufacturer narrative:
Clarification to b3. Date of event: only year was reported. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.